Event description:
Customer reported, the dash monitor in room 25 inactivated the st analysis without human intervention. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.